Event description:
It was reported that the catheter became disconnected from the pump. The reporter stated that "a couple of weeks" ago the pump was to be revised but at the time of revision there was a collection of fluid in the pocket so it was opted to not reconnect the pump. Instead the catheter was tied and the pocket was closed. On the day of the report, the patient was brought back to the clinic for a pump re-implant; however, there was "a significant amount of fluid in the pocket and an elevated amount of sedimentation rate" so the pump was not re-implanted and the entire pump system was instead removed. The reporter noted that they were unsure if the pump was to be replaced. Since the pump was removed the patient has not received intrathecal therapy, but it was unclear if they were receiving any other type of therapy. The drug used in the pump was baclofen. No patient symptoms were reported. Patient outcome was not provided. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, lot# h815669003, serial# implanted: explanted: product type catheter. (B)(4).